Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4092-52, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device could not be interrogated. It was noted that the device was in vvi 65 mode and had been at 2.85 volts three months prior. The device was explanted and replaced. No patient complications have been reported as a result of this event.